Event description:
On the 24th september 1999. Nellcor puritan bennett employee received information reporting an issue with a npb 190 pulse oximeter. The customer alleged that the npb 190 failed to alarm while on the pt when the pulse dropped to zero. Inital information suggests no pt harm or treatment changes.